Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No rewind anomaly was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. All operating currents were within the specification. No unexpected low battery, battery out limit or off no power alarms noted.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad which did not allow them to rewind. The customer attempted to take out the battery and received a battery-out limit alarm. The caller did not know the blood glucose reading. There were no significant events leading to the keypad issues observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.